Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. After several attempts to reach customer, manufacturer's agent was unable to determine info.

Event description:
Caller tested once while alcohol was on hands, reported aviva system blood glucose result of "60s" mg/dl. Cleaned hands, retest result was 97 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system (sds) was unable to cross the lesion. Access was obtained via the femoral artery. The 86% stenosed, 3.0x28mm, denovo and concentric target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 2.0x15mm unspecified balloon, reducing the lesion to 78% stenosis. The 3.00x28mm promus element stent was advanced to the lesion, but was unable to cross the lad. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed stent damage. This product is only ous approved, but it is similar to an approved us device.